Manufacturer narrative:
The patient ID, gender and weight are unknown. The exact age of the patient is unknown. However, it was reported that the patient was over 18 years of age. The exact procedure date is unknown. However, it was reported that the procedure was performed during the week of (B)(6) 2010. (B)(4) - (intervention required to stop the bleed). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, a radial jaw 4 biopsy forcep was positioned in the esophagus of a patient with esophageal cancer. A biopsy was taken, consequently, bleeding occurred at the biopsy site. The bleeding was resolved with the placement of a resolution clip. The biopsy was completed using these radial jaw 4 biopsy forceps. The patient's condition at the conclusion of the procedure was reported to be fine.